Event description:
The trochanteric nail bent upon insertion.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system show that 6 other devices from lot djjbml have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Examination of the returned product confirmed the nail was bent in two angles. A search of the complaint database found no prior reports for bent nails for this product and lot code. Review of the (B)(4) system show that eight other devices from the reported lot have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. (B)(4), the manufacturing facility, reviewed the incoming material records and confirmed the titanium conformed to the specifications when released to production. The review of the history device records was performed and confirmed the product conformed to the specifications when released to stock. A depuy (B)(4) material research scientist examined the nail and stated a bending load was applied to the nail, with peak bending moment in the region of the distal slot and hole that exceeded the yield strength of the material resulting in plastic deformation. There is no obvious product or material contribution to the failure (bending) of this nail. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.